Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance. Additional information was received from the field representative that oor impedance was noted because the device was programmed for a triad shocking configuration while the patient has a single coil lead. After reprogramming, normal impedances were noted. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.